Event description:
It was reported that an ilet pump was dropped and subsequently the sleep/wake button intermittently required multiple presses to turn on the screen, consistent with an unresponsive button on the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake button consistent with a component-level failure of the switch. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.